Event description:
The customer reported, through our customer service assistant, the breakage of the item involved. No adverse consequence reported by the customer. The surgeon completed the procedure with another item.

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.